Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right knee procedure. Subsequently, the patient was experiencing pain at the medial aspect of the right knee with instability. The patient experienced a fall and had a periprosthetic tibial fracture. The patient underwent a revision in which the tibial component was replaced and the fracture repaired.

Manufacturer narrative:
(B)(4). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Requested but not returned by hospital.

Event description:
It was reported that the patient underwent an initial right knee procedure. Subsequently, the patient was experiencing pain after a fall. The patient was then revised due to a periprosthetic fracture of the proximal tibia.